Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code d12-the gore® viabahn® vbx balloon expandable endoprostheses instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. Emdr section h6 codes updated to reflect results of investigation.

Event description:
Reportedly on (B)(6) 2018, this patient underwent an endovascular repair of a thoracoabdominal aneurysm ii which was treated with a fenestrated and branched stent graft. The proximal and distal aortic landing zones were descending thoracic aorta and iliac arteries respectively. During the procedure planning, it was determined that the celiac trunk, superior mesenteric artery, right and left renal artery will be incorporated in the fenestrated and branched endograft. Four gore® viabahn® vbx balloon expandable endoprostheses (viabahn® vbx device) were implanted in the celiac trunk, superior mesenteric artery, right and left renal artery. Reportedly, the whole procedure was uneventful, aortic access was successfully gained, device deployed as intended, catheters were successfully removed and the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. Reportedly on (B)(6) 2019, a reintervention in the form of percutaneous transluminal angioplasty was performed due to type ic endoleaks in the following arteries: celiac trunk, superior mesenteric artery and left renal artery. The physician identified the cause of these endoleaks as undersized length of the stent graft. It was also recorded that additional devices were used to resolve these adverse events. The patient tolerated the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3 and h6 code b20: the device remains implanted in the patient. Therefore a device evaluation could not be performed. H3 b14: review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.